Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards brazil affiliate, during a transfemoral tavr procedure with a 20mm sapien 3 ultra valve, the valve was successfully deployed with no issues. However, upon removal of the esheath, the distal tip was observed to be damaged likely due to the patient access condition. There was no injury to the patient. Per images provided by the facility, the esheath distal tip was observed to be torn.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Post procedural imagery was provided by the facility, and the following was observed: the liner appears fully expanded but did not open along the axial score line. Distal tip appears torn radially along the distal edge of the liner, and longitudinally near the axial score line. There were scratched noted along the shaft. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for esheath distal tip torn was confirmed per evaluation of the imagery provided. Per the complaint description, 'although patient had borderline calcified accesses (4.8mm), there were no difficulties inserting esheath into access site and the resistance introducing the commander with crimped valve through the esheath was normal. However, after removal of the esheath, a distal tip damage was observed, quite likely caused by patient access condition but not known if it was caused when introducing or removing the esheath.' Per evaluation of the imagery provided, the sheath distal tip was observed to be torn radially along the distal edge of the liner. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. A CAPA was also previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. The failure mode is characteristic of sheath tip tear events as described in the product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the sheath distal tip tear. Review of the provided imagery also showed a scratch along the sheath shaft near the distal tip which can be indicative of vessel calcification. Sharp calcified nodules can scratch the sheath distal tip and disrupt proper tip opening, which may lead to the valve struts to catch onto the sheath distal tip. Undersized vessel diameters can also create a constrained condition for optimal sheath tip opening, which can lead to the distal tip to tear as the valve passes through. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification, undersized vessel) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.